Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, white particles in inner shell and a curved sharp opening on valve bond edge (no shell thickness due to opening is under plug strap). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified (tear) opening.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation and "looks like something is sticking out". Device remains implanted.